Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: on (B)(6) 2021. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (5mg/ml concentration at 1mg/ml dose) via an implantable pump. The indications for use was unknown. It was reported that the healthcare provider (hcp) mentioned there was a volume discrepancy at a refill leading to the catheter revision. The hcp felt that the excess of catheter in the spinal pocket must have contributed to a kink which obstructed flow, which informed his decision to remove it. The hcp opened the spine segment and removed 39cm of excess catheter, the anchor, and the collet. The hcp used a new anchor and collett from a catheter kit to reanchor and reattach the intrathecal segment of catheter to the section tunneled to the pocket. The catheter was aspirated through the catheter access port with no issues. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.